Manufacturer narrative:
UDI= (B)(4). Date of event: (B)(6) 2015 additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing severe and life threatening depression, apathy, and psychosis during the time when the devices were implanted. The symptoms caused the patient to lose weight due to loss of appetite and the patient had contemplated suicide. The symptoms persisted whether the stimulation was turned on or off and the use or lack of use led to several seizures. The device was turned off. The patient underwent an explant procedure and thirty six hours after the removal, the symptoms disappeared, however the focal seizures which was less frequent remained. The physician stated that the patient's symptoms were related to the device. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement wherein the 2 leads were implanted in supraorbital and 2 leads in occipital. The patient had a history of depression prior to device implant. The physician did not believed it was device related. There were no symptoms caused or exacerbated by the device to the patient. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing severe and life threatening depression, apathy, and psychosis during the time when the devices were implanted. The symptoms caused the patient to lose weight due to loss of appetite and the patient had contemplated suicide. The symptoms persisted whether the stimulation was turned on or off and the use or lack of use led to several seizures. The device was turned off. The patient underwent an explant procedure and thirty six hours after the removal, the symptoms disappeared, however the focal seizures which was less frequent remained. The physician stated that the patient's symptoms were related to the device. No device malfunction was suspected.